Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating being hospitalized for high blood glucose of 500 mg/dl and diabetic ketoacidosis. Troubleshooting found that the reservoir leaked and the pump had excessive no delivery alarms. Customer did not have time to discuss the issues and could not troubleshoot any further. No further details provided.